Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced a pericardial effusion that required pericardiocentesis and a cardiac window. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On 23-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced a pericardial effusion that required pericardiocentesis and a cardiac window. It was reported that towards the end of a paroxysmal atrial fibrillation case, an epicardial effusion was noticed in the patient. Prior to the start of the procedure, it was confirmed on intracardiac echocardiography (ice), that there were no baseline effusion present in the patient. Radiofrequency (rf) and pulsed field ablation (pfa) ablation were completed successfully during the procedure, and there were no abnormal indications on the carto¿ 3 system, regarding impedance changes, visitags, or any indication of a steam pop in the patient. All of the catheters had been removed from the body except for the soundstar® catheter at "this point". The physician then discovered that there was an epicardial effusion present on ice. Interventional cath lab then came in, and they attempted to perform a pericardiocentesis, however, they were unable to confirm how much or if any fluid was removed from the patient, as the patient's blood was "thick," and clotting. The physician was concerned about the possibility of a cardiac tamponade, but a cardiac tamponade was not confirmed at the time. A cardiac surgeon was then brought in, and a cardiac window was performed for the patient, in order to further assess. The patient recovered. Patient was kept through the weekend, but it was unknown if it was based on the patient's condition or weather event.